Event description:
It was reported when using the bd pyxis medstation es system tower door was constantly failed when the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was constantly failed. The field service engineer replaced the tower door latches to resolve. The system functioned as intended after the field service engineer repaired the device.